Event description:
As reported, the tip of a 6f 11cm brite tip catheter sheath introducer (csi) broke apart upon removal from the patient¿s left femoral groin cutdown. The sheath and the separated segment were removed from the patient and no other pieces appeared to have broken off. There were no reported injuries to the patient. Two 6f 11cm brite tip csi¿s were used during the procedure. This was during a left common femoral artery and superficial femoral artery endarterectomy with bovine patch angioplasty, as well as kissing iliac balloon angioplasty of 10 x 8 endovascular grafts. The devices will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.